Event description:
It was reported that the insertable cardiac monitor (icm) was interrogated before to clinical use and found to be at end of life (eol). The product was not used and there was no patient involvement.

Manufacturer narrative:
The reported event of device at eol/low voltage was confirmed. The device was at elective replacement indicator (eri) level upon receipt, reaching end of service during the analysis. After cutting-open, and connecting the device to an external power source, high drain current was observed and isolated to the hybrid which drained the battery. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion.